Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) ii left ventricular assist system (lvas) confirmed internal driveline wire damage that could have contributed to the reported pump stop events captured in the submitted log file. The submitted log file contained events from 14jun2023 through 28jun2023. Low speed and pump stop events were captured on (B)(6) 2023 while the patient was connected to battery power. No other notable events or alarms were observed. The lvas was returned assembled with the driveline severed approximately 1.5¿ from the pump housing. The distal portion of the driveline (dl) was not returned. The sealed inflow conduit (inlet extension, inflow conduit flex section, and inlet elbow) was returned attached to the pump's inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The bend relief collar was returned secured over the sealed outflow graft and bend relief hardware. Upon disassembly of the lvas visual inspection of the blood-contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. The dl was tested for electrical continuity and all wires were found to be electrically intact. Visual inspection of the dl revealed a breach in the insulation of the black wire approximately 0.25¿ from the pump housing. Additional breaches in the insulations of the black, green, and brown wires were observed approximately 0.5¿ from the pump housing. The observed damage appeared to be the result of fatigue failure due to repetitive flexing of the dl and abrasion against the metal braided shield. Visual inspection of the remaining wire sections revealed no obvious signs of damage to the wire insulations or the underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. If the exposed conductors of these wires contacted the braided shield simultaneously or if the exposed conductors of two wires from different phases contacted each other while the patient was connected to battery power, the resulting phase to phase short could have resulted in the pump stops and low speed events that were confirmed through the submitted log file. Similar events could have also occurred if the exposed conductors of the black, green, or brown wires contacted the braided shield while the system was operating on a tethered power source such as the power module or mobile power unit. The pump was cleaned and reassembled; however, due to the location of the confirmed internal dl wire damage was not functionally tested using a mock circulatory loop. The relevant sections of the device history records and driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had multiple pump stops and a history of short to shield. The patient had no pump stops since admission. The log file captured on (B)(6) 2023, 28 pump stops and 29 low speed advisories. Speed drops were as low as 0 rpm. The issues appeared to be occurring while the vad was connected to batteries. It was later communicated that it was suspected that a phase to phase short had occurred, therefore the patient underwent a pump exchange on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.